Event description:
It was reported during implant procedure that the left ventricular lead exhibited phrenic stimulation and high capture thresholds. The lead was not used. There were no patient consequences aside from potential discomfort due to extracardiac stimulation.